Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left bundle pacing lead (lbbp) failed to advanced. The lbbp lead was not used and replaced during the procedure. The patient was stable throughout.